Event description:
The customer contact reported backflow of solution from the primary solution container into the secondary solution container. The unspecified primary tubing set was being used to deliver an unspecified volume of normal saline, via a symbiq pump. At an unspecified time, the male adapter of an unspecified secondary tubing set was connected to the proximal clave y-site of the primary tubing set for a piggyback delivery of septra 20 mg/250 ml. The primary solution container was hung lower than the secondary solution container. After an unspecified length of time, the customer contact reported, "backflow was noted when precipitation was seen in secondary drip tubing and chamber." The tubing sets and solution containers were changed and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.